Manufacturer narrative:
Process evaluation did not reveal any internal error in the production of the surgical guide. Review of the treatment plan showed that both implant sites had knife-edge bone ridge. Even with a guide, performing osteotomy at the knife-edge ridge may cause the drill to slip.

Event description:
Doctor used a surgical guide for dental implant surgery. Doctor drilled the pilot drill and saw that it did not engage any bone. Doctor attempted to freehand the surgery but the trajectory was thrown off due to knife-edge bone ridge at the implant site. Doctor bone grafted the patient and will attempt the surgery again after patient has healed.